Manufacturer narrative:
The device was returned and the reported lot number was not confirmed as the packaging was not returned with the device. During visual inspection, the stent delivery wire was seen to be kinked and bent. The stent was seen to be deformed within the catheter. Functional testing was not carried out as stent had deployed in catheter shaft. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis and event description. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was in good condition during preparation/prior to use on the patient and continuous flush was maintained throughout the clinical procedure. The stent delivery wire was kinked and bent and the stent was deformed. The stent was found to be deployed in the returned catheter. Based on the event description and analysis the as reported can be confirmed. The as reported event of the stent difficult/unable to advance in the catheter as well as the as analyzed stent delivery wire kinked and bent, the stent deformed and deployed prematurely during use will be assigned procedural factors as this complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
The device was returned for analysis and the investigation revealed that the stent (subject device) had prematurely deployed during use. There was no clinical consequence reported to the patient due to this event.